Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported that the battery gauge was fluctuating and that the pump touch screen was delayed in responding to presses. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.